Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, the silicone insulation near the jaws became torn while inserting the jaws into a trocar. There was no patient injury. The surgeon opened a different type of device in order to continue the procedure.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. Visual inspection found the clear insulation was missing and was not returned. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. No trend has been identified for this failure mode.